Manufacturer narrative:
Upon receipt at our (B)(4) laboratory it was noted that the complete lead was returned with a set screw mark noted on terminal pin and ring. The lead was segments were subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific crm received information that the patient was in the hospital for dehydration and it was noted that the safety switch tripped for the right atrial (ra) lead due to impedance measurements that were greater than 2500 ohms in both unipolar and bipolar pacing configurations. The boston scientific sales representative stated that for the last four months the daily measurements show ra lead impedance measurements greater than 2500 ohms. A lead fracture is suspected. A lead revision was scheduled for a future date. No adverse patient effects were reported.

Event description:
The lead was explanted and a new ra lead was successfully implanted.no adverse patient effects were reported.